Manufacturer narrative:
The device was returned for analysis. The reported difficulty to advance could not be replicated in a testing environment as it was related to operational context of the procedure. It was noted that the outer member was stretched proximally at the proximal seal and the inner member was stretched and bunched inside the distal portion of the balloon. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with guide wire during attempted advancement causing the reported difficulty to advance and subsequent noted inner balloon damage and inner member damage. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that prior to use, the 2.5x48 mm xience xpedition stent delivery system (sds) could not be advanced over the guide wire. The guide wire was not in the anatomy; the sds did not enter the anatomy. Another xpedition stent was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. Returned device analysis revealed that the outer member was stretched proximally at the proximal seal and the inner member was stretched and bunched inside the distal portion of the balloon. No additional information was provided.